Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the stations were showing in disconnected mode. A technical support specialist had dialed into the station and checked the logs. Despite this, a ping to the internet protocol (ip) address replied successfully; however, the netstat command did not show ports 10000 or 10001 in use. An email was sent to the site to confirm the firewall and port configuration required for the data sync service. The site later confirmed that it had resolved the communication issue, and all stations were functioning as intended. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was in disconnected mode. Customer tried to reboot but issue doesn't resolve. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.